Event description:
It was reported that the device continued to run when no longer activated. There was no report of patient or user injury, or of any adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the following parts were found to have corrosion: the socket, the motor assembly and the sag head.